Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching and removing the luer connector on the ilet and at times required pliers or assistance to disconnect, with guidance provided to avoid overfilling the cartridge and to attach the luer connector to the cartridge or pump before connecting infusion tubing. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and request for device component return for evaluation. Investigation of this case revealed that resistance during connection and disconnection was reported, consistent with a potential connection or assembly challenge involving the luer connector and cartridge interface. It was concluded, based on previously established findings for similar reports, that user technique and handling during assembly were the most likely contributors.